Event description:
Allergan aesthetics received a report via nbir of a left side capsular contracture, baker grade iii. The device has been explanted and replaced.

Event description:
Allergan aesthetics received, a report. Via nbir of a left side capsular contracture, baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Follow-up is not possible with the initial reporter. Therefore, additional event, product and/or patient details are not attainable. The reason for reoperation is: capsular contracture, baker grade iii.